Event description:
Swelling and lumpiness allegedly in three weeks after injection at the injection area. The patient was treated with five units of hyaluronidase. An update was received that noted the patient experienced some nodules eruption. There was no other medication administered and the patient symptoms have since resolved.

Manufacturer narrative:
The patient's condition is currently resolved. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.